Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: 310c25 tissue valve, implanted: (B)(6) 2013; product ID: 4024-52 lead, implanted: (B)(6) 1996. (B)(4).

Event description:
It was reported that a device check showed some ventricular high rate episodes that showed atrial lead undersensing. It was further reported that the atrial lead had elevated thresholds. The lead remains in use. No patient complications have been reported as a result of this event.